Event description:
During an in clinic follow-up, noise resulting in oversensing and low pacing impedance was observed on the right ventricular (rv) lead. The physician suspects lead insulation damage to be the cause of the event, however, no diagnostic imaging has been performed to confirm it. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.